Manufacturer narrative:
Result - exposed wire inside unit. The reported loud motor is a customer annoyance and not likely to contribute to or result in serious injury or death.

Event description:
The customer reported the unit had an unacceptably loud motor. Eval found that the fan on the motor was hitting a wire on the cord assembly, exposing bare wire on one wire. No pt involvement or adverse consequences were reported.